Manufacturer narrative:
The suspect set was not received for investigation. A photo provided by the customer shows a small hole in the silicone tubing near the upper fitment, confirming the report. The root cause was not identified. An associate new, unused primary set model 2278-0500 lot 18085045 was returned by the customer. There were no holes/tears or leaks noted upon visual, functional or pressure testing of the set.

Event description:
Customer reported that during an infusion there was leaking from below the upper fitment/silicone tubing connection. Although requested, no further information has been received.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
Customer reported that during an infusion there was leaking from below the upper fitment/silicone tubing connection. Although requested, no further information has been received.